Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one tachy event of atrial fibrillation(af)was observed but the device did not have any recorded atrial fibrillation episodes in the remote transmission. The patient was in sinus rhythm with good sensing. It was suspected that the device failed to record the atrial fibrillation(af)event. The patient was stable.